Event description:
Customer reported not being able to test her blood glucose, due to a delivery issue with their precision xtra meter. Customer reported experiencing symptoms of confusion and cold sweats. Customer reported going to hosp where he was being diagnosed with severe hyperglycemia and being treated with insulin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.